Manufacturer narrative:
Event date is an approximation as the exact date was not able to be obtained. The investigation is still in progress. A supplemental report will be provided after completion. Related MFR report #: 1221359-2022-01335.

Event description:
Consumer reported two unconfirmed false negative results with the binaxnow¿ covid-19 antigen self test on an unknown date. This report is for patient two (2) of two (2). Confirmation testing was performed at a hospital the same day which presented positive results (testing platform and sample type unknown). No further information was provided regarding current health status and outcome.

Manufacturer narrative:
The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Reference MFR number : 1221359-2022-01335.